Event description:
Dental implant failure.

Manufacturer narrative:
The clinician reported multiple implant failures, corresponding to different patients. No further clinical information was supplied in this complaint. The clinician complaint included the following products: cat# ils1042, lot 7731945; cat# ils1342, lot 7521939; cat# ispnp1130, lot 7580302. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseus dental implants in clinical use.